Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer inspected the device, calibrations and components were checked. Device was tested and met manufacturers specifications. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On april 05, 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, no donor reactions or alarms encountered. The nexsys pcs system collected 800ml of pure plasma and 500ml of saline infused. Donor had donated 4 times previously. The cause of death is unknown and it is also unknown if an autopsy was performed.